Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screws were wrongly etched. The screws were marked as 4.2mm, when in actuality they are 7 millimeters. This report is for a uss low profile pedicle screw, 7mm side-open. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was conducted by synthes (B)(4) and the report indicates: the investigation showed the etching did not conform to specifications. It was confirmed the diameter of the pedicle screw was etched as 4.2mm, instead of 7mm and it was determined the screw was manufactured from a lot dating back to july 2008. Further, although other devices from the same lot where also released during the final inspection, there have not been any reports of any events involving these devices. Also, a review of the device history records (DHR) was performed and no complaint related issues were found.